Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency medical service and then hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was over 800 mg/dl at the time of hospitalization and over 600 mg/dl at the time of incident. Customer was treated with insulin drip. Customer did not allege insulin pump was under delivering. Customer declined to perform a carelink upload. Customer also reported that the insulin pump had insulin flow blocked alarm and the event resolved by several set and reservoir changes. The insulin pump will not be returned for analysis.